Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured at full inflation during valve deployment. The valve was able to be fully deployed. Assessment via echocardiogram revealed the mean gradient was 5 mmhg. There was difficulty withdrawing the delivery system as it was not able to be withdraw back into the 14fr esheath+. After multiple unsuccessful attempts to withdraw the system, a femoral cut down was performed. During removal of the esheath+ and delivery system, part of the delivery system separated. It was observed that part of the delivery system balloon and nosecone had remained in the vessel. The patient was opened up to remove the remaining parts of the delivery system. It was noted that there was a right common/external vascular tear. Once the remaining parts of the delivery system were removed and the tear was resolved with a surgical repair, the patient was closed up and went to recovery.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed calcification in the annulus. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was unable to be confirmed. The available information suggests patient factors (calcification) likely contributed to the event as it was reported that the patient had "moderate degree of calcium" and this was observed on the imagery provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Regarding the difficulty withdrawing the delivery system through the sheath that resulted in a vascular injury and a need to perform a cutdown to remove the system, this event was also unable to be confirmed. The available information suggests procedural factors (altered balloon profile) likely contributed to the event as it was reported that "the commander delivery system balloon ruptured at full inflation during valve deployment. There was difficulty withdrawing the delivery system as it was not able to be withdraw back into the 14fr esheath+". As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. Regarding the separation of the delivery system balloon and nosecone from the rest of the delivery system that resulted in a need to perform a surgical repair after all parts of the delivery system were removed from the patient, this event was also unable to be confirmed. The available information suggests procedural factors (pull force and excessive device manipulation) likely contributed to the event as it was reported that "during removal of the esheath+ and delivery system, part of the delivery system separated. It was observed that part of the delivery system balloon and nosecone had remained in the vessel". Additional pull force and excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.